Event description:
It was reported following review of impedence results, some were greater than 4000; however, the pt had good symptom control for dystonia.

Manufacturer narrative:
This report is being submitted following an internal audit.